Manufacturer narrative:
Block d2b: pro code (product code): qrb. Block b3: exact date unknown, event occurred since implant prior to the date the manufacturer became aware.

Event description:
It was reported that the patient developed an allergic skin reaction to the adhesive related due to existing allergy. Patient was prescribed cipro 500mg.

Manufacturer narrative:
Block d2b: pro code (product code): qrb. Block b3: exact date unknown, event occurred since implant prior to the date the manufacturer became aware.

Event description:
It was reported that the patient developed an allergic skin reaction to the adhesive related due to existing allergy. Patient was prescribed cipro 500mg. Additional information stated that the areas have improved.